Manufacturer narrative:
The events of capsular contracture, seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, seroma-late, lymphadenopathy, swelling, wrinkling and capsular contracture; baker grade unknown.

Event description:
Patient reported a left side "enlarged breast, constant pain, pinching, fluid leaking from the nipple, rupture." Patient later reported left side capsular contracture, baker grade unknown, lymphadenopathy and swelling . Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d2, d4, g2, g4, h6.

Event description:
Patient reported a left side "enlarged breast, constant pain, pinching, fluid leaking from the nipple, rupture." Patient later reported left side capsular contracture, baker grade unknown, lymphadenopathy and swelling . Device remains implanted.